Manufacturer narrative:
This device was explanted and replaced, and is expected for return. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that this device's energy consumption was unexpectedly high. A copy of device memory was saved and submitted to boston scientific technical services (ts). Engineering review of the data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and that the device be returned for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device's energy consumption was unexpectedly high. A copy of device memory was saved and submitted to boston scientific technical services (ts). Engineering review of the data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and that the device be returned for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.